Manufacturer narrative:
The device was not returned for evaluation. Although requested, additional information regarding the details of the event was not provided. As a device lot number was not specified, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
A healthcare professional in the UK reported that the patient had elevated intraocular pressure (iop) one day after cataract surgery on the second eye. The iop was up to 70 mmhg and dropped to 45 mmhg when treated with diamox and ganfort. A tube shunt was fitted. Additional information has been requested.

Manufacturer narrative:
The investigation of this event is ongoing. A follow-up report will be submitted upon completion of investigation.